Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient order was not crossed over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient order was not crossed over. The technical support specialist (tss) dialed into the server and ran the server downtime query, checked and verified that communication between the carefusion coordination engine and the enterprise server was up and running properly, with no disconnected flag found. The tss verified that all services were running and checked both external outbound and received messages, which showed the current created local date time. Finally, the tss confirmed that the messages were successfully crossed over. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.